Event description:
It was reported that a home patient failed to follow therapy steps during prime of peritoneal dialysis therapy. The patient was connected during prime. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is a report of a use error in which the patient line had not been properly primed prior to connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set, and provides step-by-step instructions for when and how to connect to the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv. The guide warns the user that connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.